Event description:
It was reported that the atrial lead exhibited oversensing. The device was reprogrammed and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.